Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool would smoke when engaged but not cut effectively. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaints # tw (B)(4). Auto number: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. Blood and charred tissue were observed on the tool jaws. The heater wire on the hot jaw was observed to be flexed away at the middle part, but remained attached at the base and tip of the hot jaw. The silicone boot insulation appeared intact. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. A temperature and resistance evaluation was conducted to evaluate the device function in regards to the reported failure to cut. The resistance value was measured at 0.686 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An activation and transection capability test was performed over five (5) repetitions using max life test method (bacon test). The device was able to transect the tissue five (5) times. Based on the results of the evaluation, and the condition of the device when it was returned, the reported failure to cut was not confirmed. The analyzed failure material twisted/bent was confirmed. Specific actions for the analyzed failure material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool would smoke when engaged but not cut effectively. A replacement device was used to complete the procedure. The hospital did not report any patient effects.